Event description:
It was reported that during a lap sigma procedure that there was an incomplete staple line. Sutured by hand to complete the case. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.